Event description:
It was reported that during a meniscus repair surgery, t1 and t2 deployed simultaneously. The procedure was successfully completed with no significant delay using a back-up device. Both ts were removed from the patient. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one ultra-fast-fix needle delivery system device used for treatment was returned for evaluation. Please note: this style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Anchors and suture were returned freed from the delivery needle. The needle was slightly twisted and the delivery curve was exaggerated. The depth limiter was attached and trimmed unusually short; back beyond the inner blue-green sheath. The manual actuator lever was advanced. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not use sharp instruments to manage or control the suture. Do not bend delivery needle. It is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.